Event description:
(B)(4) received notice regarding the incident from the provider, involving a bariatric bed, a product imported and distributed by (B)(4). The end user got her toe stuck at the bottom of the bed under the mattress protector which resulted in having to amputate her toe. This report is based on the information that was provided from the provider.